Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they do not have the impedance values documented. High impedances were detected across all electrodes when performing the impedance test before closing. Troubleshooting was performed; removed the lead from the generator, cleaned the lead, and reinserted it. No change. Moved all or lights and retested for impedances again. No change. Removed lead from the battery a 2nd time to clean the generator hub then reinserted and locked the set screw. Still impedances across all electrodes. Explanted the lead and placed a new lead. No impedances to the new lead. The physician was very careful with the initial lead placement. No cautery was used near the lead.

Manufacturer narrative:
Product analysis 978b128: the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978b128 lot# va30hgp implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.